Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 59mm aaa . During the index procedure, it was reported the common iliac artery had expanded to approx. 15mm and the puncture site also seemed to have expanded during the procedure, increasing the amount of bleeding. It was reported the tourniquet was squeezed, but it did not stop the bleeding completely. Per the physician, the cause of the event was patent anatomy, it appeared that the blood vessel wall was fragile. No additional clinical sequalae were reported and the patient will be monitored.